Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to infection on beginning of august with unknown blood glucose. Customer stated insulin pump had critical pump error. The customer was treated with saline and insulin through in the hospital. Customer stated they went to emergency room for high blood glucose. Customer reported that the insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis.